Manufacturer narrative:
Visual inspections & results: batch number, k00w98; cartridge pan in place/condition, yes/good; condition of drivers, rolled; lockout tabs on pan condition, good; and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of firing mechanism, condition of knife, condition of wedge bands, and result of attempted firing, good; and is hyper lockout condition present, no. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not close" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The returned cartridge was partially fired, with rolled drivers, and with broken towers. No conclusion could be reached as to how this damage occurred. The cartridge has been modified to reduce the occurrence of rolled drivers. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the tsw35 worked fine for the first three firings. On the fourth firing the device would not close. Another tsw35 was opened and worked fine to complete the procedure. There was no consequence to the pt.